Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture on the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, an extended opening on posterior, and red particles on the shell. A microscopic analysis was performed which identified: a sharp opening on posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported ¿extracapsular rupture of both breast implants¿, ¿echogenic images in a snowstorm in the recesses, drooping folds in the interior and fluid between the two capsules¿ and ¿echogenic lymph nodes from 0.6 to 1.7 cm in size in both axillary regions, suggestive of siliconomas¿ this relates to the left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side rupture. Device remains implanted.